Event description:
Plaintiff reports initial bilateral implantation 5/4/76 with replacement 3/29/77. Plaintiff alleges various illnesses including, but not limited to, physical pain, impairment, and suffering.